Manufacturer narrative:
(B)(4). Device investigation summary: there was no sample received. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a detached needle inside of a bag could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2019 and suture was used. During the procedure, the suture detached from the swage. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.